Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent hip arthroplasty on an unknown date and was revised less than one month later due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Exact implant and explant date is unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿early or late postoperative infection and allergic reaction.¿